Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized due to the diabetes ketoacidosis and high blood glucose on (B)(6) 2021with blood glucose of 850 mg/dl. The customer was treated with intravenous insulin drip. The customer declines the high blood glucose troubleshooting. The device will not be retuned for the analysis.